Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unk) with third party electrodes, three attempts were made to discharge the device at 120 joules and the device would not discharge. Complainant indicated that they are uncertain if any error messages were observed. Thd device tested ok prior to and after the incident. Complainant indicated that the pt subsequently expired.